Event description:
It was reported that during central processing, a tip had fallen off on one side of the mega suturecut needle driver. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was identified during the central processing. The procedure prior was completed as planned. The customer was not sure if the instrument was used during the case, or if another was used in its place. The details of the procedure are unknown. To the customer's knowledge, there was no report of fragments falling into the patient. The instrument cleaning or sterilization process has not been changed. There were no photo images or video recordings available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have the carbide insert detached from one the grips. The brazing material, approximately 0.11" x 0.093" in size was not returned with the instrument. This failure is most commonly caused by a supplier quality process. Common causes of the failure mod carbide insert damage on instrument grips -tips are typically attributed to mishandling/misuse. The complaint regarding a broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of bent/broken tips is attributed to damage to the carbide insert during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. This complaint is being submitted as a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that could result in a fragment fall inside the patient, which was attributed to a mod carbide insert damage on instrument grips -tips and typically attributed to mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.